Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was received for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. An examination of the crimped stent identified that the distal end of the stent was damaged where the stent had been pushed in a distal direction towards the distal tip. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the device was difficult to insert. The patient presented with a left subclavian artery occlusion. An 8.0x20x135 cm express ld vascular stent was selected for use; however, during introduction, the stent catheter could not enter the 8f guide catheter despite multiple attempts. The device was replaced with a different device, and the procedure was completed. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed that the distal end of the stent was damaged where the stent had been pushed in a distal direction towards the distal tip.